Event description:
It was reported that allegedly patient began to experience "abnormal discomfort in her groin, thigh and mid terminal region" with respect to her left hip. Left ceramic on ceramic hip implants were revised in 2005.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.